Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m122668 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m122668 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported 4 false positive results with the ID now covid-19 assay. This report represents patient 2 of 4. The customer reported a false positive result on a direct tested typenex nasopharyngeal (np) swab with the ID now covid-19 assay performed (B)(6) 2020. Repeat testing with the ID now covid-19 assay was not performed. On (B)(6) 2020, confirmation testing on a np sample with pcr (not otherwise specified) generated negative results. The customer confirmed there was no death or serious injury. It was unknown if the patient was symptomatic. The patient was admitted to a hospital floor designated for covid patients and isolated. Treatments or patient impact was unknown. The customer stated that the laboratory did an environmental swab testing of the instrument, lab bench area and the plexiglass shield they use to cover the ID now instrument. All three tests returned a positive result. They cleaned using steriwipe 55% isopropyl alcohol (instrument, bench, and plexiglass residence time of 2 minute treatment) and recollected same environmental samples. Samples all tested negative at that time. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. This event shall be considered reportable because of the high risk situation.